Event description:
Info received indicates the hi/low drive brake is drifting down.

Manufacturer narrative:
The technician found the hi/low drive brake assembly was dirty and oily. The technician cleaned and degreased the drive brake assembly to repair the bed.